Manufacturer narrative:
(B)(4). Investigation summary one each 0037h lot 193474 was received for evaluation. During visual inspection the electrode was found with charred eschar at the distal end. Also found damage to the insulation. The insulation appears to be melted with abrasive marks. Functionally tested the pencil and found to be performing within specifications. The most likely cause of this event is the results of eschar build up on the electrode. The electrode has no flammable material built into the product therefore it is unlikely that the flame occurred as a result of the electrode tip materials. It is a known fact that the tip becomes hot upon activation and if eschar tissue build up were to exist it could become a glowing amber and with the right conditions such as an oxygen enriched environment or alcohol prep solutions, a burst of flames/flash "explosion" could occur. It was evident during the evaluation that ptfe coating was missing from the distal tip of the needle, indicating that the tip had most likely been used for a long duration which would indicate the tip was extremely hot at the time of the event. The complaint is confirmed as use related. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a tonsillectomy the ¿bovie tip ignited in the patient¿s mouth". The procedure was completed with an alternate like device with no patient consequences reported.